Manufacturer narrative:
Additional information was added to d9, e4, g2, h3, h6 and h10. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water were performed, and no defects were observed. Priming was performed, and no issues were noted. Functional flow rate testing was performed, and the set worked according to specification. Simulated usage using gravity and a spectrum iq pump was performed, and no defects were observed. Water referee back pressure testing was performed to all the clearlink, and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked at the y-site port while the green alcohol cap was in place. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent manufacturing date (11) are unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.